Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that a patient post-car accident sustained a serious right arm degloving injury from shoulder to wrist. Pain service had regional block placed for post-op pain management. They started out with an intrascalene catheter, and was changed to intracalvicular catheter with bupivacaine 0.25% continuous infusion. User facility noted the administration set used to have a label with black bold print indicating that it was an epidural catheter and the current sets did not have the same labeling. The yellow stripe became visible if turned a certain way and the previous tubing used to be stiffer. They reported had label come with the set, this may have prevented the mix up. The male luer is compatible with the extension sets that are used with the regular IV tubing sets and when they went to connect it to the bupivacaine, it was found that the bupivacaine had been connected to the peripheral IV on the left arm. Patient was mildly lethargic and tachycardic at 120 bpm, alert and oriented x3. A suspected local anesthetic systemic toxicity protocol was initiated. EKG showed st with no av/sa nodal block. A 20% intralipid infusion was bolused, followed by a continuous infusion. The patient was transferred to ICU for closer monitoring. The patient was transferred back to floor status the following day without any harm noticed. Additional information has been requested; if received, a supplemental report will be sent.